Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) is used to capture surgery prolonged. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Previously submitted supplemental 2 of MFR# 1818910-2020-11664 was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received a x-ray of a post thr patient, seems a brocken stem from the neck and looks jnj corail pinnacle product. Patient was complaining severe pain in right side of hip, inability to stand and inability to walk. Patient also informed surgeon that he got fallen during his routine work. Patient also informed to surgeon that his right hip was already operated in 2018 due to avn by any other surgeon from the patna, & rt hip was implanted with jnj product. And patient has also reported that he is having pain in his rt hip (operated site) and getting some unusual sound since last one year.